Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was experiencing symptoms of hypoglycemia, but no physical symptoms were reported. The patient¿s cgm was reading 70 mg/dl and the bg meter was reading 40 mg/dl. The patient eventually lost consciousness. The patient¿s friend called 911. Once emergency medical services (ems) arrived, the patient was treated with an unspecified IV. The patient recovered after treatment. There was no report that the patient was transported to the hospital. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.